Event description:
When changing child's diaper, it was noted the line had snapped apart. Child was taken to or for removal of old catheter (under anesthesia) and a new catheter was placed. Child was reported to be in stable condition.

Manufacturer narrative:
Eval: the device was returned in a used condition with the line separated at the strain relief. Although this separation most likely occurred due to unusual circumstances, action is being taken to increase the strength of the catheter in this area in an effort to prevent a recurrence. This device is inspected by our quality control dept for material defects and surface imperfections prior to shipping. We will continue to monitor for similar situations.